Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 12mm x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, upon inflation at 14 kilopascal, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, and conclusion codes updated. Device evaluated by MFR. Returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting 4mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 12mm x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, upon inflation at 14 kilopascal, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.